Manufacturer narrative:
Batch review performed on 02 october 2018; lot 176501: (B)(4) items manufactured and released on 11 january 2018. Expiration date: 2022-12-26; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 32 size m 0 reference 01.29.205 ; lot 172585: (B)(4) items manufactured and released on 07 september 2017. Expiration date: 2022-08-27; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 month after primary the surgeon revised the patient for a suspected infection. Liner head swap. The surgery was completed successfully. Surgeon confirmed that he believed this was an infection of the wound and not infection within the joint and this was evidenced by the discharge coming from above the muscle and also at the level of the skin. There was no evidence of infection of within the joint. He is happy with the outcome.